Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. It was found that a lead integrity alert had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and lead impedance variation. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.